Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The console was tested after arriving in danvers. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automatic impella controller (aic) had a broken purge sensor. No report of patient involvement, injury, or harm.